Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep reports a power on reset (por) and asked if shopping at a store could have prompted this. It was reviewed that it is possible if the patient encountered a strong emi field. It was reviewed that clinician programmer intervention is needed to clear a por. Caller stated they cleared the por on the day of the call, re-entered the patient's serial number, and the patient is now getting stimulation/therapy. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received. Manufacturer representative reported the unit (lead and generator) were removed last week. No replacement was implanted. No further complications reported/anticipated.